Event description:
A malfunction alarm code malf 16 was reported, and it was confirmed that no reported adverse impact occurred to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided to place the pump into storage mode and return it with a pre-paid label within ten days, which the customer acknowledged and understood.